Manufacturer narrative:
The reported device was not returned to manufacturer as it remains implanted. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported an edwards bioprosthetic valve required a valve in valve intervention after an implant duration of approximately 9 years due to calcification causing stenosis . A transcatheter valve was implanted, the patient was noted as stable after procedure.